Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 38mm mitral annuloplasty ring, it was explanted and replaced with an annuloplasty ring of a different model. It was reported that the patient's native valve had extra annular tissue, and the physician believed that a flexible ring would be more adequate for the patient's tissue. No additional adverse patient effects were reported.